Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Weight unknown / not provided. Additional device information unknown / not provided.

Event description:
Doctor reported the implant in tooth location 46 fractured at the collar of the implant and was removed. Patient had to return to place a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). H3: device evaluated by manufacturer: change ¿no' to 'yes'. One implant was returned for investigation.visual evaluation of the as returned implant identified fracture at collar area. Functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per were 'high bone density ¿ type I'. The reported device had been placed on tooth 46 for approximately 5 years. The patient has bruxism. X-ray & picture evaluation: picture or x-ray evidence not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (63113006) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63113006) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Post market trending review: august post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.